Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a hip procedure, the 'firstpass mini' was used to pass suture through and the capture feature on the upper jaw came out of the top jaw. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reports a breakage of the upper jaw of the firstpass mini and it is unknown if the breakage occurred internal to the patient or if all broken fragments were retrieved. Two undated photos of the device were provided for review and confirm the reported breakage. Based on the limited information provided the clinical root cause of the reported breakage could not be determined. The firstpass mini is manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No further medical assessment can be rendered at this time. A review of the customer provided images shows a firstpass with the suture capture detached. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.